Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 384 mg/dl. Customer stated that she is receiving a motor error alarm every couple of minutes during prime. Customer also had a motor position encoder error and a software error on the pump. Customer went through the airport 3 weeks ago and went through a body scanner. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Also the insulin pump has a47 alarm noted due to corrupted history file. Unable to confirm e70 alarm due to over written with a47 alarms in alarm history screen. No e35 alarms noted. The insulin pump passed displacement, rewind, basic occlusion tests and the motor was tested outside the device and passed. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.